Event description:
The operator was trying to position the overhead tube support (ots) longitudinally when the collimator rotational detent released suddenly. Upon the collimator slipping form the detent position, the operator felt pain/numbness from shoulder to wrist.